Manufacturer narrative:
The main component, the other relevant component includes: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted (partial): (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml of dilaudid at what was reported as ¿probably 12 or 13 mg/day,¿ via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a problem had occurred, and they were not sure if the issue was with their pump or their catheter; however, the healthcare provider (hcp) found "the catheter was having a problem at the pump." The consumer was unsure if the issue involved the whole catheter, but the hcp had been drawing back more dilaudid than they should have, so the doctor thought it was safer to ¿change it all out.¿ regarding the onset of the issue, the patient reported he had times where ¿I kind of felt like it, and then I got to feeling better again." A catheter issue was suspected more than a pump issue. It was reported the pump had been refilled and they changed the drug out every two months for the previous two refills. There had been more drug than expected. The patient indicated when they changed the drug out, they were on the ¿high side,¿ and were ¿on the 2 ml plus,¿ the first time. They were ¿4 mls plus¿ the second time the drug was switched out. It was reported the hcp then started having an issue where they could not draw anything out of the catheter but air, and that is when the hcp knew they had to go in and do something, per the patient. The issue began about five months earlier in 2017 (approximately march), and the hcp could no longer draw anything back from the catheter but air about three weeks earlier (approximately july). The pump was replaced (B)(6) 2017, and the ¿bad part¿ of the catheter was cut off. No further complications were reported/expected.